Manufacturer narrative:
The pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer's blood glucose was 114 mg/dl at the time of the incident. Customer stated that his keypad was not working. Customer noticed the blank display about 15 minutes ago. Customer stated that the battery compartment and spring were not damaged or corroded. Customer inserted a new battery and customer that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump for analysis.